Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2015; 5071-35 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. It was further reported there was bacteremia and there was vegetation on the right ventricular (rv) lead. The organisms identified were: staph epidermidis, staph haemolyticus and acinetobacter ursingii. The source of the infection was not known. The device, right atrial (ra) lead and rv lead were explanted. The two epicardial left ventricular (lv) leads were partially removed and will be fully removed at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.